Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had all available vectors fail when using auto setup. Technical services (ts) was consulted and reviewed device settings as well as stored data. Ts discussed available programming options based on current data, with low amplitude noted for the r-waves. X-ray imaging was performed and the electrode had pulled towards the pocket. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system delivered one shock as inappropriate therapy due oversensing, with low amplitude noted. A revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had all available vectors fail when using auto setup. Technical services (ts) was consulted and reviewed device settings as well as stored data. Ts discussed available programming options based on current data, with low amplitude noted for the r-waves. X-ray imaging was performed and the electrode had pulled towards the pocket. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system delivered one shock as inappropriate therapy due oversensing, with low amplitude noted. A revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: type of reportable event field (h1) in section h, device manufacturers only.